Event description:
Device 4 of 7; reference MFR. Report#: 1627487-2019-05885, 1627487-2019-05886, 1627487-2019-05887, 1627487-2019-05889, 1627487-2019-05890, 1627487-2019-05891. It was reported that surgical intervention did take place on (B)(6) 2019.

Manufacturer narrative:
The device information was erroneously provided. The correct brand name, model number, and date of implant have been provided. The serial number, lot number, expiration date, UDI, and device manufacture date mentioned in the previous report are incorrect. The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, both leads were complete and in good condition. The leads were functionally tested and passed all testing.

Event description:
Reference MFR. Report#: 1627487-2019-05885. 1627487-2019-05886. 1627487-2019-05887. 1627487-2019-05889. 1627487-2019-05890. 1627487-2019-05891.

Manufacturer narrative:
Device information, implant dates and explant dates are unknown at this time. Additional information has been requested but not yet received. Investigation results will be provided in the final report.

Event description:
Device 4 of 7. Reference MFR. Report#: 1627487-2019-05885, 1627487-2019-05886, 1627487-2019-05887, 1627487-2019-05889, 1627487-2019-05890, 1627487-2019-05891. This patient has 2 systems. It was reported x-rays revealed the patient¿s leads on the right side had migrated, and the patient¿s leads on the left side had pulled out of the ipg header. The patient reported no falls or traumatic event. To address the issue, the physician performed surgical intervention (exact date unknown) where he verified the right leads did migrate. He explanted and replaced the leads on the right side and connected them to extensions. When looking at the leads on the left side, the physician reported they seemed to have torn out of the ipg with wiring and contact material torn out of the ipg. He also explanted and replaced these leads and connected them to extensions. The ipg associated with the lead pull out was also explanted and replaced. Postoperatively, effective therapy was reported. Two extensions were explanted for unknown reason.